Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to a presumed leak in the system. A revision surgery was performed in which the existing device was removed and a new ipp system was implanted. The patient did not experience any adverse events.